Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with single use loading unit. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy procedure the device would not fire and part of the device broke off but did not disengage into the patient. To complete the procedure, the physician changed the staples. There was no harm caused to the patient. The device is expected to be returned for evaluation.